Event description:
Customer reported leaking from smartsite during pt use. The extension set was primed and connected to pt, and approx 5 hours later, the pt noticed fluid on the floor beneath the IV pole. The leaking was noted to be coming from a smartsite. There were no IV pushes/medications administered through the smartsite and there were no IV sets connected to the smartsite at any time during the infusion. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.